Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm or blank display were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had blank display. Customer's blood glucose value was 127 mg/dl. The device will not be returned for analysis.